Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 28-jun-2021. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing of both lots met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots s21021 and s21032.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 14-may-2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive results of 0.72 ng/l and 1.34 ng/l on a (B)(6) year old female patient with shortness of breath and chest pressure. There was no additional patient information at the time of this report. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).